Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip burned off inside of the patient at 98,651 joules. Per the customer, the fiber tip was retrieved. Additional information reported by the customer was during set-up an aim test was performed and the beam was visible. No patient injury was reported. There were no observations leading up to the incident. There were no error codes displayed on the console when this event occurred. There was no delay in the procedure. The user did not experience any difficulties from the use of the system.